Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 3.4 mmol/l. Customer stated that whilst unscrewing the reservoir, the ring and rubber ring detached. The insulin pump will be returned for analysis.